Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to moisture damage on force sensor resistor. The device passed the displacement, rewind and basic occlusion tests. No motor error alarm noted. The occlusion test and excessive no delivery test could not be performed due to prime/fill anomaly. The motor passed motor test. The device also had a scratched display window, scratched reservoir tube window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor error and no delivery alarms. The blood glucose value was 248 mg/dl. Troubleshooting was performed. The customer stated that the no delivery alarm was resolved by a complete set change. The customer was able to rewind the insulin pump. He stated that the motor error alarms happened during bolus and basal. The alarm history showed 4 no delivery alarms and 10 motor error alarms. The device was returned for analysis.